Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient says that they are having trouble charging and says this started "probably off and on for about 2 weeks ago or so". Pt says the rtm is heating up on the donut part. They said when it does find the device it only charges a little bit then stops. An email was sent to the repair department to replace the device. Pt says they just talked with rep and first made them aware of this today. Pt says he and his wife currently have covid and will be getting an infusion and says they are doing ok "I am doing a lot better than what I was". Additional information was received from the pt on (B)(6) 2021. It was reported that they were having difficulty recharging their ins (some nights it would recharge and other nights it wouldn't) and when they met with the manufacturer representative (rep) today((B)(6) 2021), they noticed something inside of the controller port was broken. An email was sent to the repair department to replace the controller. Pt mentioned that they had their recharger replaced previously and there was not a prepaid shipping label in the package.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (B)(6) revealed intermittent poor recharge message and the recharger failed bench testing but passed plexus test. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.